Manufacturer narrative:
Device was initially received for the complaint that the top of the battery compartment was chipped and has a minor crack. During investigation found the dso and uso seal was separating from the chassis. This malfunction makes the event reportable. The review of event log/alarm history found that no information in log. There was no information of the 12-month service history review. The visual and functional testing was performed. During inspection found the dso and uso seal was separating from the chassis and hence both were replaced. Performed downstream occlusion (dso) / upstream occlusion (uso) sensor calibration. The unit passes all testing criteria during performance verification testing. The software was updated and the unit reset to standard configuration.

Event description:
It was reported that the top of the battery compartment was chipped and has a minor crack and the event occurred during testing. During investigation found a separation of downstream occlusion (dso) / upstream occlusion (uso) seal from the chassis. This malfunction makes the event reportable. There were no patient involvement and adverse event reported.